Manufacturer narrative:
The tech replaced the side rail mounting bracket and side rail center arm assembly to resolve the issue.

Event description:
The account alleged the side rail will not raise to the latch position. No patient impact.